Event description:
It was reported that the pump touchscreen was cracked, making it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level, as it remained within normal range. The customer switched to using manual daily insulin injections as a backup therapy.